Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted a fresh 14-58 gray stylet was able to be fully inserted into the lead without resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the stylet would not advance to the distal end of the lead. The lead was not implanted and another one was used. No patient complications have been reported as a result of this event.